Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3778-60. Serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that a company representative was scheduled to meet with the patient at the hcp's facility on (B)(6) 2013, but they did not arrive. The hcp was unable to provide more information about the event because they had no knowledge of the device.

Event description:
It was reported that the patient experienced a surging sensation. It was later reported that the patient was reprogrammed on (B)(6) because the spinal cord stimulator wasn't working and the patient was getting power surges. Additional information has been requested, but was not available as of the date of this report.